Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose and no deliveries. The customer stated the insulin exited and is not bent. The customer has encountered six no delivery alarms. The customer's blood glucose was 351mg/dl, treated with an injection due to no delivery. In addition, the customer encountered blood glucose ranging between 406mg/dl-492mg/dl.